Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell and broke the device in (B)(6) 2016, about two weeks after the system was implanted. It was indicated that they had to live with it until it was removed in (B)(6) 2016. There were no symptoms or further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient. They reported that it broke after 2 weeks because they fell down the stairs and broke it badly and then they came back to tennesse and saw a urogyn there and they agreed to take the broken stimulator out because their exam showed the bladder and bowel coming out. Patient added they could feel it through their vagina and they didn't like it at all, that's why the didn't want a new ins but their current one is much better and they're not feeling it. Agent doumented reported event.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the consumer fell resulting in the device flipping and breaking. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record cm1408 - flipped neuro stimulators in the pocket c/pas 1262. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes a report of the implant flipping which was caused by the consumer falling on their left hip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the reason the fall broke the device was because they fell on their left hip down three steps resulting in it flipping on its side resting on the consumer¿s si joint. As a result it had to be removed. The consumer¿s weight at the time of the event remained unknown, but there was mention of some weight loss. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.